Event description:
Reporter indicated that he was experiencing communication error messages with all of his vns patients. Troubleshooting was performed and the issue did not resolve. A new programming wand was sent to the site. Good faith attempts for product retrieval have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.